Event description:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was split during insertion into a 5f non-cordis sheath, making the product unavailable for use. There was no reported patient injury. The mynx vcd was intended to be used in a transfemoral cerebral angiography (tfca) procedure. There were no visible signs of device or package damage prior to use. The device was prepared in accordance with the instructions for use (IFU). The physician achieved certification on the use of the mynx vcd and had prior experience with the device. The procedure was performed using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including confirmation of the insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm, with little vessel tortuosity and no presence of pvd or calcium near the puncture site. Hemostasis was achieved using another mynx device. The device was stored and prepared according to the IFU. No excess force was applied during insertion. The device will be returned for evaluation. Addendum: product evaluation showed the sealant partially exposed from the sealant sleeves.

Manufacturer narrative:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was split during insertion into a 5f non-cordis sheath, making the product unavailable for use. There was no reported patient injury. The mynx vcd was intended to be used in a transfemoral cerebral angiography (tfca) procedure. There were no visible signs of device or package damage prior to use. The device was prepared in accordance with the instructions for use (IFU). The physician achieved certification on the use of the mynx vcd and had prior experience with the device. The procedure was performed using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including confirmation of the insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm, with little vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium near the puncture site. Hemostasis was achieved using another mynx device. The device was stored and prepared according to the IFU. No excess force was applied during insertion. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection showed that both button 1 and button 2 were not depressed. The stopcock was found open with no syringe returned for this evaluation. The sealant was partially exposed but still mounted on the unit delivery shaft. Regarding the sealant sleeves, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. However, the slit length dimensional analysis could not be performed due to the frayed/split/torn condition of the sealant sleeves. A simulated deployment test was performed to evaluate functionality. The unit operated as intended, deploying the sealant and retracting the balloon as expected. After aligning the tension indicator by pulling in the distal direction, the distal tip and buttons 1 and 2 were depressed in the instructed sequence. Verification of compatibility with the sheath per the device IFU could not be completed, as the catheter sheath introducer (csi) was not returned for this evaluation. Furthermore, the attempt to perform the insertion/withdrawal test using a lab sample was unsuccessful due to the frayed/split/torn condition of the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.